Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise that resulted in oversensing on the right ventricular (rv) lead. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that there was a noise episode on the right ventricular channel. The device was reprogrammed to resolve the event and the patient will continue to be monitored.

Event description:
Additional information was received indicating that the previous reprogramming did not resolve the noise episodes. Episodes of noise are still occurring. No intervention has been performed and the patient was stable and will continue to be monitored via follow-up.